Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during testing at an implant procedure this right ventricular (rv) lead had impedances ranging from 60 ohms to 70 ohms 80% of the time and greater than 125 ohms 20% of the time. Boston scientific technical services (ts) was contacted and discussed turning off the cautery. The physician removed the lead from the device and when reconnected the impedances were 110 ohms. The r2 was turned off and when measurements were taken again the impedances were 80 ohms in the triad configuration. No adverse patient effects were reported. The lead was successfully implanted and remains in service.